Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. An external inspection of the device was completed by the manufacturer. The manufacturer found the gross particle filter clogged with dust and dirt. The ultra fine filter was also heavily contaminated with dust. An internal inspection of the device was completed by the manufacturer. The manufacturer found evidence of minor dust contamination throughout the device's blower box and blower. The manufacturer also found evidence of water ingress to the blower box and blower. The manufacturer tested the device for overheating using the returned filters. The manufacturer confirmed the device's temperatures were below the maximum temperature standards. The device was tested for particulate by placing a bacterial filter at the patient port during testing. There was no evidence of sound abatement foam degradation. The manufacturer applied power to the device and confirmed the device provided airflow. The device's downloaded event log was reviewed and found one error code for a reboot error was logged. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.